Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from cts with resetting the pump, and it was determined that the pump could continue to be used. The customer was advised to call back if the malfunction code recurred, and they acknowledged this advice.